Event description:
Reporter indicated that the pt developed an infection and underwent explant surgery. It is unk if both the pulse generator and bipolar lead were replaced. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.